Event description:
It was reported that the red (heater) line of the homechoice cassette was broken. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to a1: patient identifier: unknown (previously submitted as ni) additional information was added to h3, h6, and h10: h10: the actual device was not available; however, twelve retention samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.